Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic intraperitoneal onlay mesh procedure, on the fixation of the mesh to the abdominal wall, the three reloading units could not be securely attached. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. A visual inspection of the first and second products noted the timing was disengaged. A visual instrument of the third instrument noted no abnormalities. The returned 10r single use loading unit (sulu) with proper timing could not be loaded onto the first and second instruments due to the disrupted timing of the devices. Two 10r sulus with the shipping wedge attached, proper timing and a full complement of tacks were received. Five fully applied 10r sulus were received, three noted proper timing and two noted the timing was disrupted. Two partially applied 10r sulus were received, one noted proper timing and one noted the timing was disrupted. Microscopic inspection noted scratches on the inner tube of seven of the nine sulus. A functional evaluation found that the articulation knob of all three instruments functioned properly. The handle of all three instruments could be actuated and cycled properly with no sulu attached. The returned 10r sulu with proper timing could not be loaded onto the first and second instruments due to the disrupted timing of the devices. The returned 10r sulu with proper timing could be loaded onto the third instrument. The instrument was applied to the appropriate test media. All 10 tacks deployed and seated properly in the test media. A review of the device history record indicates this product was released meeting all quality release spe cifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu indicated by the scratches on the inner tube of the sulus. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.